Event description:
It was reported that the patient experienced the sentiment that this pacemaker was unnecessary and perceived the electrophysiologist as being rude while further reporting head pressure, discomfort and vasovagal syndrome, low blood pressure readings between 102 and 106, nosebleed, dehydration, persistent chest and shoulder pain following the implantation. The boston scientific technical services consultant discussed that the company does not maintain records of patients receiving device removals for the reported reasons and advised the patient to consult the cardiology clinic regarding the concerns. Moreover, the patient had two magnetic resonance imaging scans within a few months and was worried about the health impact. The healthcare professional noted no risks but advised the patient to speak with the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced the sentiment that this pacemaker was unnecessary and perceived the electrophysiologist as being rude while further reporting head pressure, discomfort and vasovagal syndrome, low blood pressure readings between 102 and 106, nosebleed, dehydration, persistent chest and shoulder pain following the implantation. The boston scientific technical services consultant discussed that the company does not maintain records of patients receiving device removals for the reported reasons and advised the patient to consult the cardiology clinic regarding the concerns. Moreover, the patient had two magnetic resonance imaging scans within a few months and was worried about the health impact. The healthcare professional noted no risks but advised the patient to speak with the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected based on lack of objective evidence of a device defect or malfunction and passing product record reviews. At this point, it can be concluded that unknown factors most probably contributed to the event.